Event description:
It was reported that it was questioned if this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. A request was made to have data from this device analyzed. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the increased power consumption was likely due to frequent telemetry with the latitude communicator. Subsequently, the device has since been explanted due to a product performance issue and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be updated upon completion of analysis.

Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that it was questioned if this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. A request was made to have data from this device analyzed. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the increased power consumption was likely due to frequent telemetry with the latitude communicator. Subsequently, the device has since been explanted due to a product performance issue and replaced. No additional adverse patient effects were reported.